Manufacturer narrative:
For 15 of the 19 reported events, a (B)(4) healthcare service representative performed a checkout of the system and confirmed the reported issue. Of the 15 systems confirmed for the reported issue, 6 were resolved by replacing the bag to vent microswitch was replaced, 2 were resolved by replacing the control panel. The remaining 7 were resolved as follows: 1 unit was recalibrated, 1 had the control panel and adjustable pressure limit valve was replaced. 1 had the relay position switch replaced, 1 had the expiratory flow sensor was replaced, 1 adjustable pressure limit valve was replaced, 1 bag to vent switch was reconnected, and 1 had moisture cleaned from the absorber assembly for 3 of the 19 reported events, a (B)(4) healthcare service representative performed a checkout of the system but did not confirm the reported issue. For 1 of the 19 reported events, a (B)(4) healthcare proposal for troubleshooting and repair was not accepted by the customer and therefore, no further information is available.

Event description:
This report summarizes 19 malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced a mechanical problem resulting in loss of a mode of ventilation. Of the 19, 5 involved failure of the bag to vent switch to operate as expected preventing selection of the desired mode of ventilation, 7 involved an unspecified failure to switch to the desired mode of ventilation, 4 were reported for loss of ability to mechanically ventilate, 2 involved malfunction of the adjustable pressure limit valve resulting in loss or prevention of manual ventilation, 1 was a flow sensor error resulting in loss of mechanical ventilation. These reports were received from various sources. Of the 19 events, 11 did involve patients, and 8 did not involve patients. Of the 8 patients involved, there was no patient information available.